Manufacturer narrative:
(B)(4)

Event description:
It was reported that during lead preparation for implant procedure, a fiber was noted at the lead tip. No other anomalies were noted. The lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.